Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump likely turned off in the middle of the night and when he inserted a new battery, the insulin pump took a moment to come on and then became unresponsive. The device was asking for 24-hour set-up. The patient's blood glucose at the time of incident was 345 mg/dl. Troubleshooting was initiated for the off no power alarm. The alarm occurred without a low battery alert prior to its occurrence. The insulin pump did have unattended alarms. The alarm history was reviewed and there was a battery out limit, off no power, and a motor error. Troubleshooting then occurred for the motor error alarm. The drive support cap was normal. There was no magnetic field exposure either. The insulin pump was rewound successfully as well. No products were returned or replaced.